Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation of the returned device, the clips were fired properly.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.